Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the needle is bent on two planes. No ts or suture remain on the delivery needle but were returned. Examination of the construct shows t2 is missing. The suture has been cut where t2 normally resides. T1 is missing a portion of its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device instructions for use under warning: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix 360 curved needle delivery system t2 anchor was not deployed. Anchors were removed from the joint. A back-up device was available to complete the procedure, with neither significant delay nor patient injuries.